Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports upon activation of the pod the cannula did not enter the skin. Once the pod was removed the patient reports the cannula was not visible and the pink slide had not moved forward, indicating a needle mechanism failure. The patient reports her blood glucose level was 120 mg/dl and did not go over 130 mg/dl on that day.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the first priming sequence ended premature at 32 pulses and the device was deactivated at 42 pulses. Inspection of the device found abnormal, discontinuous streaks on the commutator cap, indicating poor continuity between the rotational sensor springs and the commutator cap. This resulted in the early completion of the first priming sequence and led to the cannula not deploying. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.